Manufacturer narrative:
H3: device evaluated summary- after visual and optical examination and functional testing, it does not appear to be any damage, nor does it indicate any functional issues with the screwdriver. Unable to replicate customer concern. Unable to determine root cause of the foregoing event from the available information. Additional information- d9, g3, h3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with adjacent disc disease, leading to extension from previous hardware involved in instrumentation revision. It was reported that during procedure, removal of screws caused the driver to break due to solid fusion surrounding pedicle screws. Driver broke and no fragments left in the patient's body. There were no patient symptoms or complications reported as a result of the event. There was no additional surgery/ treatment performed as a result of the event. There was no delay in overall procedure time. Patient is alive and no injury.